Event description:
On (B)(6) 2012, customer reported that the dxc 600i instrument encountered "cuvette not dry" errors and reagent probe b leaked. Customer reported that fluid leaked from the probe onto the drip tray and reagent cartridges. Customer stated that they found a loose fitting at the top of reagent probe b. Customer tightened the fitting and tubing and cleaned the spill. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and confirmed that the tubing assembly was properly secured by the customer. This resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. No further leaks were reported.

Manufacturer narrative:
Results: tubing assembly. (B)(4).